Event description:
Exploded - oral-b [device expulsion]. Case narrative: consumer via phone stated that the oral-b pro 600 electric toothbrush exploded while it was charging. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.